Event description:
It was reported that a peritoneal dialysis (pd) patient has not been able to complete treatment for several days due to draining slowly alarms and a cannot teach pumps during setup phase alarm when setting up the cycler. The alarms occur several times. It was noted that the cycler runs in a loop and does not move forward to step 3 of set up and the patient has to reset up the cycler. It was also mentioned that they have to keep pressing the stop and ok button for the cycler to drain. Air bubbles were not discovered and the patient was not constipated. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touchscreen test passed. System air leak test passed. Teach pumps passed. Valve actuation test passed. Accelerated stress test (ast) was performed and encountered a stalling motor pump b. Visual inspection of the lead screw revealed a degraded condition of the grease. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. Clamped patient line during drain 0 and drain complication occurred as expected. The simulated treatment was completed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.